Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I anti-hbc ii reagent kit, list number 07p87-77, and manufacturing site abbott gmbh, deu in section d of this report to alinity I processing module, list number 03r65-01, and manufacturing site of abbott gmbh, deu. MDR number 3002809144-2020-01124-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p87 that has a similar product distributed in the us, list number 07p84. Patient identifier = (B)(6).

Event description:
The customer reported false nonreactive alinity I (B)(6) ii results for 5 patients while running on the alinity I processing module. During an on-site visit, the field service engineer (fse) discovered the pre-excitation liquid bottle was empty but the analyzer still showed it at 93% full. The fse replaced the liquid sensor. The customer provided the following patient data on (B)(6) 2020 (cutoff range is 1.00 s/co): sid (B)(6) = initial = 0.04 s/co (nonreactive), repeat = 4.71 s/co (reactive); sid (B)(6) = initial = 0.00 s/co (nonreactive), repeat = 6.83 s/co (reactive); sid (B)(6) = initial = 0.00 s/co (nonreactive), repeat = 5.42 s/co (reactive); sid (B)(6) = initial = 0.00 s/co (nonreactive), repeat = 3.44 s/co (reactive); sid (B)(6) = initial = 0.00 s/co (nonreactive), repeat = 4.22 s/co (reactive). There was no impact to patient management reported.